Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo set had air in the line. The reporter stated that when the set is hung with a burette, ¿air in line develops¿ and the air appears to originate from ¿proximal to the pump valve inlet.¿ this occurred during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.